Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when booting up the system from the main cart, the camera cart would not power on. After swapping the cart-to-cart cable, the camera cart turned on after booting the system from the main cart. Both cart-to-cart cables functioned as intended with the other navigation system on site. The field representative (rep) additionally reported that the camera cart had unexpectedly shut down while both carts were connected and connected to wall power. No patient present. Troubleshooting was performed, the rep swapped the cart-to-cart cables back to their original configurations and the issue could not be replicated. The system was consistently able to power on from the main cart. The suspected cause of the issue was noted to be the camera carter battery and uninterruptable power supply.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771; product ID: 9735788. H3: a manufacturer representative (rep) went to the site to test the navigation system. The uninterruptable power supply and battery were replaced and the system then performed as intended. Codes: b01, c02, d02 h6) annex a code a070803 was coded for the system not starting and annex a code a0719 was coded for lost power. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9735771, lot number: 2326, was returned to the manufacturer on 13-may-2024 and analysis did not confirm the reported event. The battery was tested (26.03 volts (v)) with a known good uninterruptible power supply (ups) for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Previously reported code, b01 is applicable as well as newly reported codes, c19 and d14. H3, h6) the product ID: 9735788, lot number: 17430106, was returned to the manufacturer on 13-may-2024 and analysis did not confirm the reported event. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. No faults were found. Previously reported code, b01 is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.